Event description:
The customer stated that she tested her blood glucose and received a reading of 179 mg/dl at 11:30 am. Sometime later, the customer's husband found her passed out and tested her blood glucose at 35 mg/dl using her contour meter. It's not known what type of treatment the customer received. Troubleshooting of the contour system showed meter and reagent to be operating as designed. The test strips and meter were still be returned for further eval. Replacement products were sent to the customer.